Event description:
It was reported the patient wished their device would ¿die¿ so they could have it removed. The patient noted it had been nothing but more pain for them. The battery pack ¿bulges and hurts when touched.¿ the patient noted ¿it sticks out so far they use medical tape to tape it down.¿ the patient wished they had never agreed to it. It was also noted when the patient had it on and was sitting up they could barely feel it. When they would lie down it would be so high it would take their breath away. The patient could not describe the electric shock, in a panic they tried to turn it off but could not remember how it worked. It was noted the patient¿s device had been off for two years.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3998, lot # v258459, implanted: (B)(6) 2010, product type lead; product ID 3998, lot # v356914, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).